Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, reservoir and detached tubing were received for evaluation. Examination and testing of the returned components revealed abrasion on all pump strain reliefs, all pump tubing and exhaust tubing of cylinder 2. Microscopic examination revealed tissue like material inside the pump around the spring areas, which resulted in the back-pressure test failing. No functional abnormalities were noted either cylinder, reservoir or detached tubing. The limited information did not indicate what factors may have contributed to the reported "malfunction". During testing the pump back pressure did not pass, however, microscopic examination confirmed tissue like material inside the pump which was blocking the springs. The tissue like material most likely was introduced into the pump during removal of the device at explant and not the cause of the reported "malfunction". As no other functional abnormalities were noted, and as no further information was received, quality is unable to confirm the complaint as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.